Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component codes and investigation conclusions, h11. Corrected field: d4 UDI, h6 medical device-problem code. A getinge field service engineer fse inspected the unit for autofill fail error and during observation found same. Checked and found that empty sensor on bimba cylinder is in off condition. Adjust full sensor and then empty sensor led is working again. Performed all functional tests successfully. Customer complained that doppler is also not working in machine. Fse observed and found same. Probe and battery check from working doppler and found that pcb is defective and it need to be replaced. In order to fix the issue he replaced doppler main pcb. Observed the doppler and found working ok. Machine handed to the customer in working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure and the doppler is not working. There was no patient involvement.